Event description:
Caller states that: patient 1 tested 6.6 inr on the device and 4.7 inr per the lab. Patient 2 tested 6.1 inr on the device and 4.2 inr per the lab. Patient 3 tested 2.7 inr and 3.6 inr during duplicate testing. Patient 4 reportedly tested 5.5 inr and 3.2 inr during duplicate testing. No action was reportedly taken based on device results. No adverse event reported for any patients. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
No patient information provided.